Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6)2017 and the reservoir was connected to a drain. After the procedure, when trying to generate negative pressure in the reservoir, the reservoir bag became swelled up. Then, it was retried about three times, however, the same event occurred. Another like device was used to complete the procedure. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
Device was returned for evaluation. Welding around the ports was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. It was performed visual inspection of perimeter sealing and port sealing, and no void, hole or channel was found. The zip tie that holds the plate was inspected and was in good condition. Root cause could not be determined.